Manufacturer narrative:
The serial number was reported as unknown in the initial report. The serial number is (B)(4). Therefore, UDI and date of manufacture were updated: UDI: (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4).

Manufacturer narrative:
Further information was provided by the reporter stating that there were three devices involved in this event. Therefore, this is event 1 of 3 of the same event. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the radiolucent drive device safety clutch was worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). The serial/lot number was unknown; therefore, the date of manufacture was unknown. Reporter's full name, complete address and phone number were not provided. The manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 1 of 2 of the same event. It was reported from (B)(6) that during a surgical procedure for a tibial diaphysis fracture, it was observed that the drill bit device was spinning very eccentrically while in use with the radiolucent drive device and power module device. According to the report, the event was observed while trying to place the distal locking using an external tibial nail. It was reported that a second drill bit device was used but it was still spinning eccentrically while in use with the radiolucent drive device and power module device. It was reported that the second drill bit device was spinning less than the first drill bit device so the user decided to use the second drill bit device instead. It was reported that the rotation speed of the drill bit device decreased before reaching the contralateral side of the cortex bone. It was reported that due to the surgeon feeling something wrong with the rotation sound of the first drill bit device, the second drill bit device was used to complete the procedure successfully with the same radiolucent drive device and power module device . It was reported that the patient was male, well-built in his 30's with good quality bone and the cutter may have been blunt which the surgeon thought would explain why there was difficulty in drilling the bone. It was further reported that there was also difficulty inserting the power module device into the radiolucent drive device because the lever on the power module device was loose there was a ten minute delay to the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.